Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2013. During the procedure, as the surgeon was opening the femoral canal, the drill bit fractured off into the canal. The surgeon was unable to retrieve the fractured piece from the patient. As a result, the fractured piece remains in the patient and the surgeon utilized a competitor drill bit to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - n/a. Date explanted - n/a. Manufacture date ¿ unknown.